Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 400 mg/dl and vomiting; cause was unknown. Elevated bg was addressed via manual injection. Tandem technical support commenced conducting system check, however, customer was unable to complete troubleshooting due to vomiting.